Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the solid state drive (ssd) was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0902 was coded for the blue screen. A110201 was coded for the system not booting. A23 was coded for the patient data not being able to be retrieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used preoperatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had multiple performance related intermittent issues. The system was not booting, and a blue screen appeared when troubleshooting. The system would auto-register the patient and received patients, but the patient data could not be retrieved. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome.